Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 372 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and self tests passed. It was found that the customer was filling the reservoir with cold insulin; it was advised that the customer use room temperature insulin when filling the reservoir. The customer's mother stated that the cannula came out slightly bent when the infusion set was removed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.